Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when attempting to attach the blood transfusion graft during surgery, it was discovered that the bend relief was set in the wrong direction. The bend relief was turned around and used on the patient. The issue did not cause delay in the implant procedure or any adverse effect.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: review of the submitted image confirmed that the bend relief was placed over the outflow graft in the wrong orientation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the packaged outflow assembly, lot number were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU provides instructions on preparing the sealed outflow graft. The IFU instructs the user that the bend relief should be removed from the graft during device preparation prior to implant. Following inspection of the outflow graft, the bend relief should be placed over the graft, with the metal end sliding toward the screw ring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the backwards bend relief was only identified during the surgery and not during unpacking. Per the information for use (IFU), the bend relief should be removed from the graft during device preparation prior to implant. Following inspection of the graft, the bend relief should be placed over the graft, with the metal end sliding toward the screw ring. All these steps were followed.